Event description:
During an implant procedure, connection issues were noted relative to the subject pacemaker. Reportedly after inserting the ventricular lead into the port and tightening the associated set-screw, the lead came out of the port by pull test. The lead was inserted into the port and tightened again after the connector pin was confirmed to be protruded from the connector block. However, the lead came out by a pull test. The physician re-inserted the lead, tightening again the set-screw and it remained fixed into the port. In order to ensure that the set-screw was properly tightened it was turned clockwise with another screwdriver and click sound was confirmed. The lead pull test was performed again, and the lead did not come out of the port. Appropriate connection to the leads was confirmed and the pacemaker was left implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.